Event description:
It was reported that the patients midline incision showed sign of superficial infection. Symptoms were redness, swelling, and pus. The infection was not device nor procedure related. The patient was placed on antibiotics. Additional information was received that the patient finished the course of antibiotics and symptoms have completely cleared and reportedly doing well.

Event description:
It was reported that the patients midline incision showed sign of superficial infection. Symptoms were redness, swelling, and pus. The infection was not device nor procedure related. The patient was placed on antibiotics.